Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0015, awareness date: 28-aug-2015). It refers to a (B)(6) female consumer in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2009. Consumer stated that procedure on left side was complete without issue; the right side was a nightmare. The pain was beyond anything she felt before. Doctor told her that she must had scar issue on that side. Over few days the pain let up. On an unspecified date, dye test was done and showed that the right coil had already started to migrate. The doctor said it went a little deeper into the tube because of the issues during placement, but it was ok because the tube was blocked. Over the next months, she had severe cramping and bleeding. An ablation was recommended and procedure was done. For next few years, she had mild bleeding but with extreme cramping. It was discovered that she had a fibroid tumor which was growing as a vine and wrapping itself around her right tube. In 2013, she went to the emergency visit and she was told that pain was due to kidney stones. On (B)(6) 2015, pelvic ultrasound and transvaginal ultrasound were done. She was told that she had a 10cm mass inside her uterus and the coil on her right side perforated the tube and showed outside her right ovary. A surgery was done immediately and during surgery, doctor found that the right coil was lodged into the ligament surrounding the reproductive organs. He was unable to remove it at the time as it was between two large blood vessels. The reason he could not see into the uterus was due to massive amount of scar tissue from the ablation. Her cervix was the size of a baseball. A hysterectomy was recommended. Her hysterectomy occurred on (B)(6) 2015 and latest 3.5 hours. The ablation scar tissue encompasses her cervix blocking it completely. The 10 cm mass was a pool of blood unable to leave her body; it continued to collect and her abdominal area looked as she was 4 months pregnant. Due to condition of her uterus, doctor was unable to remove everything in one piece. She was stabilized a couple during surgery and he had to dissect the coil from her ligament. Ptc investigation result was received on 20-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female consumer, who had essure (fallopian tube occlusion insert) inserted. Later, an ultrasound showed right coil perforated her tube; she was submitted to a surgery and right coil was found lodged into the ligament surrounding her reproductive organs. Additionally, she had massive amount of scar tissue after an ablation for severe bleeding. She underwent a hysterectomy due to a 10cm mass in uterus which was a pool of blood unable to leave her body because of the scar tissue (her cervix was the size of a baseball). Only scar tissue, regarded as uterine synechia, is unlisted according to essure's reference safety information. Fallopian tube perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). In this particular case, essure insertion was difficult in right fallopian tube and according to the consumer, doctor said it went a little deeper into this tube. This could have been a contributory role in the reported perforation. Also, genital bleeding may occur with essure therapy. In this case consumer was diagnosed with uterine fibroids; this condition could be an alternative explanation for her bleeding. However, considering the close temporal relationship between events and essure insertion and given their nature, causality with the suspect insert cannot be excluded. Regarding the reported uterine synechia, they were considered as unrelated to essure; as they occurred as a complication of endometrial ablation. Additionally, the serious event kidney stones (unrelated, unlisted) and non-serious events were reported. This case was regarded as incident, since device removal was required (surgeries performed). The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued (case identified during health authority website monitoring).